Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly. The customer's blood glucose was unknown at the time of incident. The customer could hear a ring continuously. The insulin pump was beeping at the time of the call. The customer was advised that the insulin pump may give constant tone if it finds an error. The customer inserted a new battery the tone recurred after 5 minutes of resetting the insulin pump. The customer removed the battery and the insulin pump was yet having the alarming tone. Troubleshooting was performed and the device will not return for analysis.